Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the gas went out midway just before the implant. The surgery was completed on the same day with another same lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be confirmed. The device was sent to vendor for further evaluation. Site received in a blister tray inside a plastic bag. Viscoelastic is dried in the device. The plunger is advanced outside of the nozzle tip but not fully advanced. No iol returned. No gas heard when the lever is pressed. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Complaints have been received describing that gas was heard during activation, which led to slower plunger movement/ plunger stopped in some cases. The root cause is potentially vendor related. As per the IFU, the lens should be inspected at the pause location prior implantation. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).